Manufacturer narrative:
Approximate age of device- 2 years (calculated from the date when the mpu was issued to the patient). Manufacturer's investigation conclusion: the reported event of a defective mpu power supply was confirmed. The mpu was tested on 14 mar 2019. The unit was returned for routine checkout and the power supply was found to be defective. The power supply was replaced and the issue was resolved. The unit was allowed to run for several days without any issues. The batteries were replaced. A full functional checkout was performed. The unit passed all tests. The unit was returned with a new power cord to the customer site. The power supply assembly was forwarded to product performance engineering for further analysis. Visual inspection of the returned mpu power supply revealed no damaged components or anomalies. The pcb was installed into a test mpu and there was no power to the unit. The evaluation of the primary side of the power supply revealed multiple damaged components. The root cause of the reported event was determined to be multiple damaged components in the mpu pcb; however, the root cause of the damage cannot be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's mobile power unit (mpu) was found to have a defective power supply. On 18 jun 2019, a company representative stated that the mpu was in patient use when the issue with the power assembly occurred.